Event description:
Young child having adenoidectomy surgery. Operative table consisted of gelli-roll heating pad with megadyne patient return electrode pad atop and then a sahara super-absorbent operating room (or) table sheet, impervious, on top of that with white, cloth side to patient. Patient then had a draw sheet under him, above the or table sheet. Following the 11 minute surgery, he was brought to the pediatric outpatient surgery area to recover, however, the registered nurse (rn) noticed a burn to the patient's right buttock. Patient has been referred to a burn center for evaluation and treatment. He may need plastic surgery in his future.